Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00562. It was reported that the patient presented via remote transmission. Review of transcripts revealed over-sensing episodes due to noise on the right atrial and right ventricular lead. No intervention was performed. Patient would be seen in clinic.